Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to information received in the service report, the device failed internal leakage test during pre-use check. Moreover, liquid presence was noticed inside the air gas module. Air gas module was replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the air gas module affected by the improper environmental humidity.

Event description:
It was reported that the ventilator failed pre-use check. Moreover, during inspection of the device water presence was noticed in the ventilator's air gas module. There was no patient involvement. Manufacturer's ref. #: (B)(4).